Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported of missing segments from the insulin pump. The customer stated that they used energizer battery and stored them correctly. The customer stated that the pump has been dropped. The customer stated that the anomaly persisted after battery change.

Manufacturer narrative:
The insulin pump was received with missing segment due to lcd cracked zebra connector. The insulin pump had minor scratched display window, cracked case at the display window corner, cracked battery tube threads and cracked reservoir tube lip.